Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case, cracked resrevoir tube lip, cracked battery tube threads and missing end cap sticker noted.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.